Event description:
It has been reported that system was not powering on. The system was not in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not operational, and the unit was not powered on due to the ups issue. The customer asked the fse with power monitoring assistance and the issue was found in a 3rd party ups (schneider galaxy vs full load 80kva ups). The fse was also assisted with the ups engineer available at the site. The ups engineer verified that the electrical path and observations with electrical contractor. Following up on, it was found that nuisance trips of battery breakers during generator testing. The ups engineer reviewed the electrical drawings for ep one and two. The ups engineer determined that neutral wires were inadvertently connected to the ups causing nuisance trips. Also, it was determined that the input breakers were not correct per philips drawings. Electrical contractor corrected deficiencies for ep lab 2 and tested it. The ups reacted in normal fashion with no nuisance trips of the breakers with the facility to make the proper modifications for the ups to run the ep lab. After the repair, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude that a device malfunction had the potential for death or serious injury on recurrence, and as such the complaint was reported. Ups power failures or outages may occur that can cause the azurion system to not boot up. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the azurion system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.